Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported lead diagnostics showed invalid impedance values for the scs lead. Follow-up identified the patient is no longer receiving stimulation and the impedance issue has not been resolved. Surgical intervention will be taken at a later date to resolve the issue.